Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that post a trial lead pull the patient experienced numbness and weakness in their lower extremities. Patient was admitted to a functional rehab center as a precaution. No further information is known at this time.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.